Event description:
It was reported that during a generator change for this patient it was noted that the insulation for the right ventricular (rv) lead had been damaged by the suture sleeve. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.